Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that a patient received a low reading on a hospital adc blood glucose meter. A health care professional reported a patients reading of 32 mg/dl which was lower than a lab reading of 138mg/dl. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar readings was found in the meter's memory. In addition this serves as a correction report. Date of event should reflect (B)(6) 2015.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.